Event description:
Received information that an 840 ventilator had a blank screen. Device was not being used on a patient when event occurred. The covidien customer support engineer (cse) verified the malfunction. Cse inspected the device and replaced the backlight printed circuit board assembly (pcba) device passed all test.

Manufacturer narrative:
(B)(4).